Manufacturer narrative:
Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between (B)(6) 2024 and (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dxw225 model intraocular lens (iol) was implanted in the patient¿s operative eye. In a secondary surgical procedure, the iol was explanted due to complaints of unhappy patient and replaced with a drt225 22.5 diopter iol. There was no harm during the lens exchange procedure. Patient prognosis post lens exchange is unknown. No further information is available.